Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right femoral component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Further information will not be made available per hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that during a right total knee procedure, the femoral condyle fractured during the surgery and was secured with screw fixation (screws were of another manufacturer).